Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight not available for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2015 due to patient complaint of pain in the surgical area. The original procedure utilizing a retrograde approach to repair a distal femur fracture was performed on (B)(6) 2015. The cause of the pain was suspected to be related to the length of the blade and one of the screws being too long and causing tendon irritation. The fracture had healed and all hardware was removed fully intact. No reported surgical delay. No fragments generated. The procedure was performed without incident. Hardware is not available as it was given to the patient. This is report 3 of 5 for (B)(4).